Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during an intraocular lens (iol) implant procedure, lens was defective, plunger override the lens and would not stop even after coming off the lever. Additional information was requested.